Event description:
It was reported that the lead had no capture and was fractured. It was also noted that the patient had diaphragmatic and pocket stimulation; a polarity change did not eliminate the stimulation. It was reported that recently the patient experienced shortness of breath. The lead was partially removed and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The distal conductor was fractured. The proximal conductor was fractured and was distorted. All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was breached cut, and had cosmetic depression. The inner insulation was torn. All continuity tests failed due to both distal and proximal conductors being fractured and the inner insulation was torn. (B)(4) distal conductor fractured. (B)(4) proximal segment.